Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was in back up vvi mode and the device remains implanted. The patient was in stable condition.

Event description:
New information received states that the patient was admitted to the hospital and the issue was discovered during device check. Upon interrogation, it was noted that the pacemaker was in backup vvi and an abbott representative was contacted, and the device was restored to its original settings.